Event description:
It was reported the device exhibited a motor error. The fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lens, damaged battery compartment, and a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the was due to debris on the hub gear. The hub gear was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.